Event description:
IV catheter leaking at IV tubing connection. IV catheter was attached to IV tubing . IV tubing needed extra tightening to prevent a leak at the IV catheter female hub. No harm came to patient and the IV did not have to be replaced. This was reported at the time of the event to have occurred on prior occasions.